Event description:
The device (part# cev416) was returned to (B)(4) service and repair.

Manufacturer narrative:
The device (part# cev416) was evaluated and indicated that the first gripper was broken. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's (B)(4). This review was conducted to resolve several issues discovered in the (B)(4) complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues. (B)(4).